Manufacturer narrative:
(B)(4). The customer reported the unit failed to power up on ac power. There was no report of patient involvement. The device was evaluated by a philips field service engineer and the symptom was verified. The ac power supply will be replaced to resolve the issue.

Event description:
The customer reported the unit failed to power up on ac power. There was no report of patient involvement.